Event description:
The device was explanted as it migrated and broke through the skin. The electrode was cut off and left in the cochlea for later reimplantation.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusions: device investigations of the received parts did not reveal any device defect or problem which is expected to have been present whilst implanted. Mechanical damages found are attributable to the removal surgery. This finding was expected, because according to the recipient report the device was explanted following infection and extrusion i.e. The device broke through the skin. Reportedly, the implant had migrated from its position, which might have contributed to the observed symptoms. Furthermore, the recipient has a history of multiple retro-auricular skin infections, which is possibly a contributory factor for the current event, although this correlation has not been confirmed. A review of the device device_s sterilization records shows that the device has been subjected to a valid sterilization process.this is a final report.

Event description:
The device was explanted as it migrated and broke through the skin. The electrode was cut off and left in the cochlea for later re-implantation. No further information regarding the circumstances of this explantation has been received, although repeatedly requested.